Event description:
An unknown length aneurx bifurcated stent graft and its components were implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm in 2004. Aneurysm and vessel morphology are unknown. It was reported that one week post implant, the pt was brought back in due to limb occlusion. It was reported that a femoral-femoral bypass was performed to bypass the limb occlusion. It was reported that the pt is fine. No additional clinical sequelae were reported.